Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that prior to a procedure at the user facility, when the small pointer was pulled out of the sterilization tray, the tip was broken off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Event description:
It was reported that prior to a procedure at the user facility, when the small pointer was pulled out of the sterilization tray, the tip was broken off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.